Manufacturer narrative:
There was no product returned for evaluation as no product malfunction was alleged. Even though root cause cannot be confirmed, review of reported information suggest surgical technique and/or patient anatomical condition may have contributed to alleged event. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: neurological, vascular or visceral injury..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On (B)(6) 2020 patient underwent an extreme lateral interbody fusion procedure at l2/3 levels. On (B)(6) 2020 the patient felt bloated and was examined by a gastrointestinal surgeon. The patient's abdomen was examined and the peritoneum was found damaged. The area was sutured utilizing an endoscope. The cause of the damage was reported as unknown and the patient has recovered.